Event description:
End of marker stylette noted to be broken after removal of the stylette during removal of core tissue samples during a stereotactic breast biopsy. Pt was radiographed digitally with stereotactic equipment. No clip or broken plastic tip was noted in breast. MFR notified.